Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that the product packaging for the octaray mapping catheter arrived damaged to the account. The caller reported that the "long box was bent in-half," and the product package appears to have been opened, and the edge of the package appears "crushed." The caller reported that it appears that the octaray catheter itself may have potential damage, but the caller was unable to confirm this. The customer's reported damaged packaging issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, additional information was received indicating that the plastic bag/sterile pouch inside the white box was found open compromising the product sterility. As such, based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that the product packaging for the octaray mapping catheter arrived damaged to the account. The caller reported that the "long box was bent in-half," and the product package appears to have been opened, and the edge of the package appears "crushed." The caller reported that it appears that the octaray catheter itself may have potential damage, but the caller was unable to confirm this. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the bottom side of the outer box was observed crushed. However, the damage of the pouch cannot be confirmed based on the images provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).